Event description:
It was reported that during a gastric procedure, the shears did not coagulate and the handle would not close. Trouble shooting was performed and the problem was the same. Unk how the case was completed. No pt consequence was reported.